Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) channel that was being oversensed resulting in inappropriate anti-tachycardia pacing (atp) therapy. The physician tried to recreate the noise on the rv channel with pocket manipulation and the device moved out of the pocket. It was suspected there was a connection issue on the rv channel. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) channel that was being oversensed resulting in inappropriate anti-tachycardia pacing (atp) therapy. The physician tried to recreate the noise on the rv channel with pocket manipulation and the device moved out of the pocket. It was suspected there was a connection issue on the rv channel. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and the elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.